Event description:
Infinity feeding pumps are supposed to alarm when 5 or more inches of air are sensed in the sensor of the pump. The patient's feeding bag was completely empty past the pump and the pump did not alarm that there were no feeds in the bag. The pump should have alarmed that the bag was empty. This pump did have more than 5 inches of air when discovered. No patient harm occurred as air did not reach the patient. There have been three events with this device at this facility within one month.what was the original intended procedure?feeding pump.device #1is this a laboratory device or laboratory test?no.